Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the connection with reservoir compartment broken, ring is missing with motor error. The blood glucose was unknown at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a pump error 38 alarm during rewind due to corroded motor home switch. The pump passed the self test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, and occlusion test or verify drive or motor anomaly due to pump error 38 alarms. The pump also was received with missing retainer and missing reservoir tube o-ring, scratched case, missing end cap address label, missing display window cover, peeling keypad overlay, stained keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.